Event description:
It was reported that during da vinci si surgical procedure, while using the maryland bipolar forceps instrument, a piece broke off and fell into the patient. No further information was provided concerning if the piece was retrieved. No patient injury, harm or adverse event was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. Multiple attempts have been made to gain additional information about the event, but the hospital has yet to provide further details. If additional information is received, a follow-up MDR will be submitted.